Event description:
A patient had a diagnosis of a secundum asd and balloon sizing was performed with a stretched diameter of approx. 21mm, a small aortic rim and a septal misalignment. A 24mm amplatzer septal occluder (aso) was placed and demonstrated good configuration; however, after release the aso changed position and the left and right discs moved to the right atrium. The aso was snared and removed.